Manufacturer narrative:
An event regarding alleged loosening of the femoral component involving a proximal tibia mig was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: insufficient medical records were received for review device history review: review of the device history records indicate (B)(4) device was manufactured and accepted into final stock on 16-may-2005 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from 01nov2016 to present for similar reported events regarding femoral component loosening. There have been no other events. Conclusions: the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available, this investigation will be re-opened. Siw will continue to monitor for trends. A revision procedure was successfully completed on (B)(6) 2018 with no reported complications. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Please note: the reported device is similar to a proximal tibia mig device approved for compassionate use in the united states. Device not available.

Event description:
It has been reported that the patient needs a revision surgery for his loosened femoral component of his proximal tibia device which was implanted in 2005.